Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarms sometimes do not alarm. Customer's blood glucose was unknown at the time of incident. Customer sated that the insulin pump had rejected new battery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or audio or beep anomaly noted during testing.